Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Updated field(s): d8, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the facility's reprocessing procedure for the ultrasonic gastrovideoscope did not include brushing or flushing of the elevator. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.